Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board, generator drive board, and the backplane were replaced during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system locked up with the monitor flashing live, they press the button to take a picture and it will take pictures continuously during a case. No patient injury was reported.